Event description:
Event description guidant received information that this pacemaker was oversensing atrial activity on the ventricular channel, causing pauses in pacing. The patient experienced lightheadedness. Technical services advised that this device has a noise rejection feature, however, the blanking periods are not programmable. The field representative later reported that this device was explanted due to the age of the pacemaker. It was discovered during the changeout procedure that the patient's atrial lead had fractured.